Event description:
The clinician reported that almost 4 months after the dental implant was placed in ada site 12 in the patient's mouth, the implant did not achieve osseointegration in type iii bone. The clinician noted pain in this patient with good hygiene. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications.